Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed without the exchange sheath. The returned condition revealed bent locator wings and disengaged plunger, suggesting that the plunger was depressed to deploy the locator wings and the safety release mechanism was activated to collapse the wings to remove the device from the patient anatomy. Inspection of the device suggested that the hub of the exchange sheath might have been insecurely installed onto the device prior to deploying the locator wings and advancing the thumb advancer. Subsequently, when depressing the plunger to deploy the locator wings and initiate thumb advancer deployment, the hub of the exchange sheath became distally dislodged from the device. A dislodged hub would create excessive resistance while advancing the thumb advancer. However, the returned condition revealed that the thumb advancer was deployed almost to the distal end, indicating additional force was applied. Eventually, the thumb advancer deployment stopped and this could appear very similar to the vaguely reported experience that the device became locked up. In addition, as force was applied to distally advance the thumb advancer, the distal end of the sheath would cross over the deployed locator wings, resulting in bent locator wings as observed. However, this could not be confirmed as the exchange sheath was not returned. During testing, the device was cleaned, re-assembled, and redeployed successfully using the proxy sheath. Based on the investigation findings, the probable cause for the reported product experience and bent locator wings could not be determined. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. A query of the complaint database for this lot revealed no other incidents with similar reported product experience.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the device became locked up. Hemostasis was achieved surgically and pressure was held for 20 minutes. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.